Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2018, a customer reported that upon turning on the 009300xspt assembly, 9300xsp l/s w/awos t light source it had a burnt smell. And upon checking the inside of the device the lamp assembly would not come off the base. The device was not in contact with patient. There was no patient injury reported. Additional information was requested.

Manufacturer narrative:
The returned mlx light source presents with user labels, scratches and scuff marks on the panels and a dented rear corner. Internal inspection found the lamp base, lamp assembly, turret and insulator were partially melted. The complaint report is considered confirmed. The reported issue may have been caused by physical damage as evidenced by the dented cover but, the actual root cause was not conclusively determined.